Manufacturer narrative:
See MFR: 3012307300-2018-01713.

Event description:
It was reported that a patient can smell the remodulin medication on the cadd® cadd-ms® 3 ambulatory infusion pump that is being used to infuse the medication and believes that the pump is leaking. The patient states that the cartridge is not running dry sooner than usual and did not see any liquid coming out. However, the patient still states that there is leaking and a smell of the medication. Remodulin is a vasodilator that is used for the treatment of pulmonary arterial hypertension. No adverse events reported.

Event description:
Additional information was received indicating there were no clamps, kinks, or occlusion in the line at the time of the event, and the patient did not state the origin of the leaking. No adverse patient effects were reported.